Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the reservoir had air bubbles in it. The blood glucose was 12.8 mmol/l at the time of the incident. Customer also stated that, insulin pump had no delivery alarm. Performed self-test ans was passed. The device will not be returned for analysis.